Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room in a ventricular tachycardia (vt) arrhythmia. Upon interrogation it was noted that the device did not administer tachycardia therapy. The boston scientific sales representative reprogrammed the device to a lower rate cut off zone. No adverse patient effects were reported.